Event description:
It was reported that the patient lost therapy due to ipg being inoperable. In turn, the patient underwent surgical intervention on (B)(6) 2023 wherein the device was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.